Manufacturer narrative:
(B)(4). The customer report of a cracked cassette was not confirmed. The root cause was undetermined. A batch review was performed and no abnormalities were found. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. A batch review was performed and no abnormalities were found. The sample has been received for evaluation and a follow-up report will be submitted upon completion of the evaluation.

Event description:
A report was received from baxter (B)(6) of a cracked cassette. No patient injury or medical intervention is associated with this complaint.

Event description:
It was reported in a service report that the fowler on the s3 was drifting down. No adverse consequences were reported.